Event description:
Changed to new contacts acuvue oasys with hydraluxe 1-day lenses per recommendation of optometrist on (B)(6) 2024. Started wearing (B)(6) 2024 noticed blurry vision, dryness and itching. Retried a new package (B)(6) 2024 same thing extreme cloudiness, blurry vison, itching and some pain. Removed them. Called optometrist when returned from trip yesterday (B)(6) 2024. Only relay from receptionist of sorry we will switch lenses, I would like another exam to see if there is any damage. Will f/u today to with optometrist. Reference report: mw5157473. Optometrist has my eye exam other than vision on (B)(6) 2012 everything was normal. Catalogue no: r lens h1220/ l lens g21m0, lot no: j003j07 right lens/j00384d left.